Event description:
A device was used during a lower anterior resection and the device would not get into firing range. The surgeon attempted to open the device and was able to remove with the manual release. Another device was used, which required the abdomen to be reopened. There were no adverse impact to the patient.

Manufacturer narrative:
The cs33 were returned and evaluated one from lot lc-000396 and one from lot lc-000395. Both devices had no damage and fired acceptable staple formation and transaction. The expiration date for lc-000396 is 07/2008. The manufacturing date for lc-000396 is 07/2006.